Event description:
It was reported, the patient felt discomfort in their bladder. It was stated, the patient was taking uricalm tablets and this was calming their bladder. The discomfort in the patient's bladder would return when the tablets were not taken. It was additionally stated this issue was noted a "few days ago" after sexual intercourse. It was indicated the patient wanted assistance increasing stimulation and after doing so, the patient still felt discomfort. It was noted, the patient suspected they had a urinary tract infection and was going to call their doctor. The stimulation was increased from 1.8v to 2.1v and this was the patient's first time making changes with the programmer. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID, 3093-28 lot# v713638, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).